Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: k-pipe damaged or collapsed, reduced angulation, foreign substances adhere to the objective lens surface and the surface becomes scratched, crack or scratch of the objective lens-no sharp edge, crease on the insertion tube, defects around the c-cover or forceps elevator, and control body defects (including switches), the faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus, that the evis lucera duodenovideoscope leaked liquid at the k-pipe. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, stain was found inside the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. However, based on the following information, it was likely that dirt entered light guide (lg)-lens because the gap was generated at lg-lens glue by physical stress, and so on. - inside of lg-lens was dirty - distal end chipped, scratched - IFU warns not to apply physical stress to device. - in the similar complaint, gap was seemingly generated at lg-lens glue by physical stress from where dirt entered lg-lens. The event can be detected/prevented by following the instructions for use which state: - preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.